Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 telemetry device did not have audible sound. There was no patient involved.